Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that it doesn¿t seem to be working at all. Two days after the initial report the patient reported they rated their e valuation a 2 and that they had a bad spell with bowels that morning. A day later the patient stated they rated their evaluation a 1 and they had a bad day with their leaks. A day later the patient reported they hadn¿t felt stimulation since the day before, they hadn¿t had a bowel movement, and they were having leakage. The patient increased stimulation to 5.8 where they do feel stimulation. The patient also noted they could not tell how many times they had changed their pad. Not further complications were reported.